Manufacturer narrative:
The device has been received for evaluation, however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred during the basal delivery with multiple cartridges. The customer reverted to manual injections for insulin therapy. Customer's blood glucose ranged from 300-425 mg/dl.